Manufacturer narrative:
The actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage tests were performed with no issues noted. The device was primed with a bag of sterile water with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink system continu-flo solution sets leaked out of the hub. It was further reported that "after screwing into IV, fluid still continues to leak after tightening¿. This was identified during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.